Event description:
It was reported that a progav shuntsystem (#fv434-t) was to be implanted during a procedure performed on an unspecified date. According to the complainant, it was not possible to adjust the shunt system prior to the operation. No patient complications were reported as a result of the revision procedure. The complained device was returned to the manufacturer for evaluation.

Manufacturer narrative:
During our investigation, a visible deformation of the outer housing and a defective brake of the progav was determined. Furthermore, the packacking showed clear signs of use and wear. The cause of this defect was a deformation of the outer housing of the valve. How the abovementioned functional impairment occurred is not clear to us at the time of examination. According to the specifications of our qualified quality assurance system, the progav shuntsystem placed on the market by christoph miethke gmbh & co kg was individually tested, packaged and sterilized. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when shipped.